Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the open menu button of the cs300 intra-aortic balloon pump (iabp) was not responding when the customer was attempting to perform functional tests. The customer was advise to perform the keypad test, and to swap out the monitor. The "open menu key" passed the keypad test, but the open menu button was not responding when attempting to perform any functional test. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the customer's complaint that the open button on the control keypad was not functioning at all while in diagnostic mode. The stm checked out the system by placing it in diagnostic mode and performed the keypad button test and no problem occurred. The stm was also able to use the open button without any errors no matter what functionality which it was used for. All functional, safety and calibration checks were then performed in accordance with the cs300 service manual and the iabp was returned to the customer and cleared for clinical use. Event site telephone # is being corrected to read +(B)(6).

Event description:
It was reported that the open menu button of the cs300 intra-aortic balloon pump (iabp) was not responding when the customer was attempting to perform functional tests. The customer was advised to perform the keypad test, and to swap out the monitor. The "open menu key" passed the keypad test, but the open menu button was not responding when attempting to perform any functional test. There was no patient involvement, and there was no adverse event reported.